Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 67. The reported device was received for evaluation. However, due to the covid-19 pandemic, the product cannot be physically evaluated at this time. The investigation has been performed based on the available device information. The reported medical condition of pain was not confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was now physically inspected. The following sections are being reported: h6: method code 10 was added. Visual inspection of the as returned product identified slight debris on threads and slight damage on collar due to the removal process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that tsvt4b11 implant at tooth site # 4 was removed due to pain and site was grafted.